Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres, the balloon ruptured at the proximal shoulder of the balloon in the femoral artery. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal to the proximal end of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft of the device that could have contributed to the complaint incident. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 10.0 x40 75cm gladiator balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres, the balloon ruptured at the proximal shoulder of the balloon in the femoral artery. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.